Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a revision procedure wherein, the ipg was relocated in a more deeper and more even area. The patient was doing well postoperatively.